Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a user report from the (B)(6) ministry of health which reported the following information: a physician reported a customer received lower readings from her adc freestyle libre sensor than readings received via the built-in meter and subsequently a laboratory result. It was further reported that ¿all through (B)(6), the system most likely detected glucose levels lower than the real ones, leading the husband (who managed the insulin treatment) not to use rapid-acting insulin, but only basal¿. On (B)(6) 2019, just after midnight, she received a sensor scan result of 160 mg/dl which was compared to built-in meter result of ¿hi¿ (a reading greater than 500 mg/dl). Customer was taken to a hospital via ambulance. At the hospital, a laboratory result of 727 mg/dl was received at 1:43 am ((B)(6) 2019), customer was diagnosed with dka (diabetic ketoacidosis) and treated with an unspecified amount of insulin. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformance's that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Abbott diabetes care received a user report from the (B)(6) which reported the following information: a physician reported a customer received lower readings from her adc freestyle libre sensor than readings received via the built-in meter and subsequently a laboratory result. It was further reported that ¿all through the (B)(6) and (B)(6), the system most likely detected glucose levels lower than the real ones, leading the husband (who managed the insulin treatment) not to use rapid-acting insulin, but only basal¿. On (B)(6)2019, just after midnight, she received a sensor scan result of 160 mg/dl which was compared to built-in meter result of ¿hi¿ (a reading greater than 500 mg/dl). Customer was taken to a hospital via ambulance. At the hospital, a laboratory result of 727 mg/dl was received at 1:43 am ((B)(6)2019), customer was diagnosed with dka (diabetic ketoacidosis) and treated with an unspecified amount of insulin. There was no report of death or permanent injury associated with this event.